Event description:
It was reported that arteriotomy closure of the right and left heavily calcified common femoral arteries was attempted using perclose proglide devices after an interventional procedure. Reportedly, on the right groin, the proglide device was deployed; however, hemostasis was not achieved. A second proglide device was used to achieve hemostasis. On the left groin, the proglide device was deployed, but hemostasis was not achieved. A second proglide device was used to achieve hemostasis. The physician stated that the device failure on both sides was due to patient anatomy, heavy calcification in the both the left and right common femoral arteries. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.: the safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.